Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the analyzer was not working properly. The analyzer passed incoming testing. The analyzer was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not working properly. The leads were changed but there was no signal that could be seen by the programmer. The analyzer was returned for service. No patient complications have been reported as a result of this event.